Event description:
Customer reported the insulin pump alarmed buttons error during a bolus. Customer replaced the battery and it alarmed again. Customer's blood glucose was 55 mg/dl. Customer reported the insulin pump was exposed to rain it was in his pocket, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer blood glucose was at 340 mg/dl and treated with manual injection. No further information reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed that no low battery alarms or button error alarms noted. Further testing could not perform due to the unresponsive buttons caused by corroded keypad traces. Minor scratches on the lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, cracked battery tube threads, stained end cap sticker and stained address/serial number label. Also moisture damage on the lcd board and slightly corroded battery tube was found.